Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a revision hip due to anterior dislocation due to cup positioning as per treating surgeon. Original primary hip - (B)(6) 2019. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, a patient required a hip revision approximately 15 months post implantation due to anterior dislocation secondary ¿to cup positioning as per treating surgeon¿. It was communicated that no further information would be provided due to lack of consent. Reportedly, the cup positioning and subsequent anterior dislocation was the root cause of the reported events; however, no supporting documentation was provided. The patient impact beyond the reported dislocation and revision could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.